Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia painful sexual intercourse") and pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, bladder disorder, alopecia, headache, vaginal haemorrhage, dyspareunia and pelvic pain outcome was unknown. The reporter considered alopecia, bladder disorder, device dislocation, dyspareunia, headache, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. The device was in place. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) result: migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal), dyspareunia (painful sexual intercourse), pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) abnormal bleeding menorrhagia"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia painful sexual intercourse") and pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, bladder disorder, alopecia, headache, vaginal haemorrhage, dyspareunia and pelvic pain outcome was unknown. The reporter considered alopecia, bladder disorder, device dislocation, dyspareunia, headache, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. The device was in place. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) result: migration. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), alopecia ("hair loss") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, bladder disorder, alopecia and headache outcome was unknown. The reporter considered alopecia, bladder disorder, device dislocation, headache and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2013: total bilateral occlusion. The device was in place. Imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) result: migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: patient demography and lab data was added. Previously added ¿injury¿ was replaced with "migration". New events " menorrhagia (heavy menstrual bleeding), bladder problems, hair loss, headaches" were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included skin rash, foot injury, foot pain and pain in heel. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), bladder disorder ("bladder problems"), headache ("headaches"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). Essure treatment was not changed. At the time of the report, the device dislocation, perforation, menorrhagia, bladder disorder, alopecia, headache, vaginal haemorrhage, dyspareunia, pelvic pain, migraine and dysmenorrhoea outcome was unknown. The reporter considered alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (as reported in pfs discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. The device was in place; on (B)(6) 2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) result: migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received new events- migraines / headaches,dysmenorrhea (cramping), perforation were added. Lab data was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.